Event description:
It was originally reported on (B)(6) 2012 that the patient lost her antenna and looking for it was causing her pain. The patient kept stating that ¿the battery was running low, please send it soon.¿ the patient seemed confused. The patient¿s incisions had been hurting since surgery and looking for the antenna caused more pain. The patient got spasms in her back near her bra line. The patient stated that when she ¿tried to turn it up really high to feel it in her lower back, she got it in the front, right in front of her bone there and it came through in her stomach and it was aggravating.¿ the patient noted that she was not supposed to increase stimulation until the incision healed. The patient had an appointment with her healthcare provider (hcp) ¿tomorrow and the next day.¿ about five months later it was reported that patient did not feel stimulation relief in her back and that stimulation has ¿never helped her back pain.¿ it was stated that the patient experienced back spasms and have been present since implant. It was noted that the patient had one leg longer than the other. It was further stated that when the device was first implanted, the patient received relief for burning pain in the legs and back. The stimulation now felt ¿off adjustment¿ and the patient experienced burning ¿like a sunburn¿ in both legs (mostly from the knees down). The device site ¿started to hurt about two weeks ago¿ and felt as if ¿knives were underneath the skin¿stabbing pain.¿ there was no indication of an accident or trauma. The reporter stated that the patient might have ¿reached or stretched¿ her arms too far, but was unsure. It was added that the patient could feel the device move in the pocket. The movement was confirmed by the patient¿s home health nurse; she stated, ¿it moved around way too much.¿ it was only comfortable for the patient to lie flat or ¿it hurt too much.¿ per patient, her managing hcp ¿guaranteed the stimulation to help her legs, but not her back.¿ it was also reported that the patient thought her stimulation ¿shut off¿ while sleeping and she stated, ¿she only slept one-half hour at a time because the stimulation was not covering her pain while lying down.¿ the reporter could not feel stimulation while lying down. It was noted that the patient had made ¿multiple adjustments and nothing worked.¿ the patient was able to feel stimulation; it just did not ¿cover her pain¿could not get the thump thump type stimulation¿ that she needed. The patient was currently on program b and was able to see programs a and c, but she could not ¿select¿ them, as if they were not available to her. An appointment with the patients managing hcp was scheduled for (B)(6) 2013. It was added that the patient felt stimulation to be more ¿intense¿ and ¿turned up¿ when using the recharger. Stimulation was described as being ¿a lot harder¿ when using the patient programmer. About five months later it was reported that the patient had pain that felt like ¿knives were cutting into her back.¿ the patient stated that the hcp ¿messed up by doing surgery and this caused her rsd to spread all over.¿ the patient had pain in her back, legs, hips, and tailbone. The patient also had cramping and spasms in the back of her leg. The patient stated that she was ¿a mess and it hurt.¿

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).